Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07245. It was reported that balloon rupture occurred. The target lesion was located in the severely calcified shunt limb. A 6.00mm /90cm 2cm peripheral cutting balloon¿ and a 7.0 /40 75cm mustang¿ were selected for use. During procedure,plain old balloon angioplasty (poba) was performed using the cutting balloon after the guidewire was passed through. However, upon inflation at 6atm, a pinhole rupture occurred due to some protruding calcification. The cutting balloon was then removed and checked outside body; liquid leakage was observed when inflated more than 6atm. An attempt for dilation using the mustang catheter balloon was then performed, however the catheter balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported and patient's status was good.